Event description:
Follow-up with the injector provided the following information: the patient was injected with 1.5 cc of product in the cheeks. The patient still has a small nodule on the right cheek and a bit of swelling. The nodules occurred in both cheeks. The etiology is believed to be patient sensitivity to the product. The patient was treated with cipro, minocycline, hylenex, and vitrase. The patient has a latex allergy.

Event description:
Healthcare professional reported approximately 4 months after injection in the cheeks with juvederm voluma xc, and concomitantly in the jaw line with juvederm ultra xc, the pt experienced swelling bilaterally in the cheeks. Healthcare professional noted the right side was more swollen than the left and felt hard. Pt also developed "non-visible but palpable ping-pong ball sized nodules". Pt was treated with cipro. Symptoms are ongoing. This is the same event and the same pt reported under MDR ID # 3005113652-2015-(B)(4) (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspected product, juvederm voluma xc.

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The events of swelling, hardening and nodules are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling addresses the reported events of follows: warnings: "treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks". Precautions: "pts may experience late onset nodules with use of dermal fillers, including juvederm voluma xc". Adverse events: per table 1: treatment site responses by maximum severity occurring in greater than 5% of subjects after initial treatment (n=265) possible treatment site responses post injection with juvederm voluma xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. "Treatment site responses reported by less than 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness". "Device-and injection related adverse events occurring in less than 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%)". Post-market surveillance: juvederm voluma without lidocaine has been marketed outside the us since 2005, and juvederm voluma with lidocaine has been marketed outside the us since 2009". "As of (B)(6)2012, the following aes were received from post-market surveillance for juvederm voluma with and without lidocaine with a frequency greater than 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities". "Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery".

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Follow-up with the injecting office revealed the following information: the juvéderm® ultra xc was injected in the nasolabial folds, marionette lines, and oral commissures, not the jaw line. Additional vitrase was injected in the bilateral malar area, oral commissures, nasolabial folds, and marionette lines. The symptoms have resolved.